Manufacturer narrative:
The customer reported that their central nurse's station (cns) started going back & forth from a blank screen to a screen displaying the error "communication lost". The customer reported that because of this issue, they were not able to monitor their patients for approximately 5 minutes. The device was monitoring a combination of transmitters and bsm's. No harm or injury was reported. The issue was resolved by rebooting the cns. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Multiple transmitters were used in conjunction with the cns, and are not the devices that experienced failure. Attempts to obtain the following information were made, but not provided: multiple transmitters - model: ni. S/n: ni. Approximate age of the device: ni. No serial number was provided, so the age of the device is unknown. Device manufacturer date: ni. Unique identifier (UDI) #: ni. Multiple bsm's were used in conjunction with the cns, and are not the devices that experienced failure. Attempts to obtain the following information were made, but not provided: multiple bsm's - model: ni. S/n: ni. Approximate age of the device: ni. No serial number was provided, so the age of the device is unknown. Device manufacturer date: ni. Unique identifier (UDI) #: ni.

Event description:
The customer reported that their central nurse's station (cns) started going back & forth from a blank screen to a screen displaying the error "communication lost".

Event description:
The customer reported that the central nurse's station (cns) started switching from a blank screen to a screen displaying a "comm loss" error message.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) started switching from a blank screen to a screen displaying the a "comm loss" error message. The customer reported that because of this issue, they were not able to monitor their patients for approximately 5 minutes. The device was monitoring a combination of transmitters and bsm's. No patient harm or injury was reported. Investigation summary: the root cause of communication loss was a failed network switch. As such, it is likely that the switch failed due to hardware failure. The issue was resolved when the switch was replaced. Hardware failure occurs when internal components become damaged and fail to function. Damage to these components can occur as a result of wear and tear, physical damage, heat damage, or electrical damage. Physical damage could occur due to impacts with objects and other surfaces. Heat damage could occur due to improper maintenance or placement. Electrical damage could occur during a power outage or power surge. Additional information: b4 date of this report d8 was this device serviced by a third party? G3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h10 additional manufacturer narrative